Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of a transcatheter valve, the valve would not move or close when the capsule was 5 millimeters (mm) away from the nosecone. Subsequently, the valve was reloaded into the delivery catheter system (dcs), but the same issue occurred. Additionally, a bend on the dcs above the capsule was observed in the metal part above the crimped valve. Upon fluoroscopic inspection, the valve was confirmed to be properly loaded; however, the external pericardial skirt of the valve was observed to have many folds. A new valve was loaded into a new dcs and used to complete the procedure. No patient complications were reported as a result of this event.